Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted and recommended device reprogramming to resolve the event. The physician decided to adjust the patients potassium levels before making any programming changes. The patient was stable with no consequences.